Manufacturer narrative:
Investigation results were made available. Investigation and conclusion 1. Event description: it was reported that the patient received an implant on (B)(6) 2013 and revised on (B)(6) 2021 due to implant fracture. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Zimmer biomet product experience report (zper): the zper informs about the patient data indicated on the first page of this report. Additionally, it is mentioned that the event occurred at home. Note of the author: the given height and weight of the patient result in a bmi of 38.9 which can be classified as obese class ii (severely obese) according to the bmi scale (bmi 35 - 40) 1. Clinical documentation: a photo of a page of the clinical documentation was received. Neither a patient identification nor a date is indicated on that page. The documentation seems to indicate that this procedure is a second revision on the left side using an anterior approach. As diagnosis for the revision fracture of the prosthesis is mentioned. In the implant section it is specified that the articulation pairing is a ceramic on ceramic and a cemented avenir stem lateral size 4 combined with a biolox delta head 36/0 is used. In the technical procedure section, it is written that calcifications as well as the anterior and superior capsule are removed. The stem was removed using flexible chisels. An avenir stem size 4 was cemented because of the weaker bone stock in the proximal area. Distally there are some pedestals narrowing the endofemoral canal. X-rays and intraoperative photo: all x-rays are ap views of the left hip probably photographed from a screen. One x-ray shows the situation before the fracture. A cup with 3 screws, a fitmore stem and a head are implanted. Ossifications around the superior edge of the cup as well as in the proximal area of the trochanter major can be seen. There seems to be a pedestal below the stem¿s tip on both sides of the medullary cavity. Another x-ray exhibits the fracture of the stem¿s neck. A third x-ray shows the situation after revision surgery with a cemented stem implanted. On the intraoperative photo the extracted stem and head are visible. 3. Product evaluation: visual examination: the fitmore stem is fractured in the distal neck region. The fracture occurred approximately 20 mm below the head¿s bottom, few millimeters above the stem¿s shoulder plane. The stem neck is still assembled to the biolox option head system. On all sides of the neck scratches can be observed whereby the medial side as well as the edges of the posterior side are heavily scratched in such a way that the surface appears shiny and slightly deformed. In addition, spots and lines of blackish, bluish and brownish color sometimes appearing to merge into one another are visible. These are mainly recognizable on the anterior and lateral side. They seem to be spread out to areas covered by the option system and around the anterolateral edge of the stem¿s neck/shoulder. The fracture surfaces show some scratches. The fracture structure points to a fatigue fracture with the fracture origin located on the lateral side close to the anterior edge. The fatigue portion amounts to approximately 75% of the fracture surface. On the lateral face of the stem¿s neck there is a clear bluish spot on the distal fracture part as well as a small slightly brownish discoloration on the proximal fracture part at the fracture origin. The posterior edge of the distal and proximal fracture surface is damaged. In the anchoring region of the stem bone attachments as well as damage, in the form of scratches, indentations, a bore hole located proximally on the medial side and missing parts of the coating, can be seen. On the articulation surface of the biolox option head numerous larger and smaller metal smearings are recognizable. Metallic smearing can also be noticed on the head¿s bottom and along its outer edge. Further, the surface exhibits an approximately 5 mm long slightly elliptically-shaped grayish-brownish appearing stripe. Closer inspection under the microscope (nikon epiphot, eq-ID: wnt-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic) revealed a high density of dark appearing spots compared to the surrounding head surface. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: the fitmore stem was revised after 8 years and 4 months in vivo due to a fracture in the distal neck region. The fracture occurred due to fatigue and originated from the lateral side of the stem close to the anterior edge few millimeters above the stem¿s shoulder plane. At the identified fracture origin on the lateral face of the stem¿s neck a clear bluish spot on the distal fracture part as well as a small slightly brownish discoloration on the proximal fracture part could be detected. Several other spots and lines of blackish, bluish and brownish color sometimes appearing to merge into one another are visible mainly on the posterior and lateral side of the stem¿s neck/shoulder. These spots and lines most probably derived from the use of an electrosurgical instrument during surgery (2-4). Further the stem¿s neck is heavily scratched on the medial side as well as along the edges of the posterior side. The anchoring region of the stem shows bone attachments as well as damage, including a bore hole on the medial side, possibly deriving from the removal. Due to the fact that a fractured stem is removed and a cemented stem is implanted, the clinical documentation received can be ascribed to the revision surgery. This seems to match with the situation visible on the x-rays provided which are, however, undated. The documentation seems to indicate that this procedure is a second revision on the left side. However, no information (neither in the document nor otherwise) on a potential first revision was provided. In the technical procedure section, no specific observations are noted. Based on this, the fact that a biolox option head system was used and the phenomena seen on the stem¿s neck/shoulder area it could only be hypothesized that between implantation and revision of the fitmore stem there was a first revision during which an electrosurgical instrument was used. In the literature cases of hip stems fractured in the neck region were presented showing very similar phenomena as seen in the current case (2, 3). Further, studies performed on titanium alloy samples demonstrated that the use of an electrosurgical instrument during surgery can lead to a superficial local damage and a change in microstructure in the affected area which can increase the risk of implant fracture due to reduced fatigue strength (3, 4). As there is no information at hand about the potential first revision the sequence of events leading to the fatigue fracture of the stem stay unknown. It also remains unknown, if there were other influencing factors, e.g. The patient¿s weight, that could have contributed in some way to the event. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported error pattern is the use of an electrosurgical instrument during surgery. References: 1 wikipedia body-mass-index accessed on (B)(6) 2022, https://en.wikipedia.org/wiki/body_mass_index. 2 aepli m, meier c, wahl p, electrosurgery induced femoral stem fracture in total hip arthroplasty, jbjs case connect 2019; 9: e0418. 3 sonntag r, gibmeier j, pulvermacher s, mueller u, eckert j, braun s, reichkendler m, kretzer jp, electrocautery damage can reduce implant fatigue strength, j bone joint surg am. 2019;101:868-78. 4 zobel sm, morlock mm, huber g, fatigue strength reduction of ti¿6al¿4v titanium alloy after contact with high-frequency cauterising instruments, medical engineering and physics 81 (2020) 58¿67. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Therapy date: (B)(6) 2021. X-rays and op report were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive the device for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to implant fracture.